Manufacturer narrative:
Incident was identified during a review of the customer's files.(B)(4)

Event description:
During the review of wadiana logs received from the customer as part of (B)(4) product notification review of previously reported results on the ortho provue analyzer , the following 3 incidents were identified. These incidents were related to failure to dispense plasma following a cancelled microtube per (B)(4) cancelled microtubes using software (B)(4) on the ortho provue analyzer. The concern related to the crossmatch-iat test. Event occurred on (B)(6)2010 at 11:04 pm to batch 7800. Provue failed to deliver patient plasma into microwell #6 to the mts anti-igg gel card (B)(4) for the iat crossmatch to sample (B)(4) to donor (B)(4). Provue had resulted the test with a negative result.